Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination of the balloon material identified a 2mm longitudinal tear present with the proximal balloon cone starting at the proximal marker band and running for 2mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube or shaft polymer extrusion of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 70-90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery #6. During procedure, a 15mmx2.50mm wolverine coronary cutting balloon was inserted to treat the target lesion; however, it was noted that the balloon was unable to cross. The physician decided to inflate the balloon to cross but the balloon as not able to inflate due to the rupture. Then, a 10mmx2.50mm wolverine coronary cutting balloon was selected for use. However, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. There was pinhole on the proximal side of both balloons. The device was removed by normal method without any problem and the procedure was completed with a non boston scientific device. No patient complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 70-90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery #6. During procedure, a 15mmx2.50mm wolverine coronary cutting balloon was inserted to treat the target lesion; however, it was noted that the balloon was unable to cross. The physician decided to inflate the balloon to cross but the balloon as not able to inflate due to the rupture. Then, a 10mmx2.50mm wolverine coronary cutting balloon was selected for use. However, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. There was pinhole on the proximal side of both balloons. The device was removed by normal method without any problem and the procedure was completed with a non boston scientific device. No patient complications were reported and the patient's condition was good post procedure.